Event description:
It was reported that the pt underwent acdf at levels c4-6 on november 5, 2013. Subsequently, radiographs taken on (B)(6) 2014 identified that one of the screws was backing out. Revision was performed on (B)(6) 2014 during which it was noted that two of the locking rivets were fractured, allowing the screw to back out. All hardware, including the two pieces of the fractured locking rivets were removed and replaced.

Manufacturer narrative:
Investigation is in process but not complete. A f/u medwatch report will be submitted to the FDA upon completion. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2014-00019).